Event description:
The complainant reported that during a coronary artery stent procedure, the rotator blew off of the stopcock at 300 psi. There was no harm or injury to the patient. There was no consequence to the end user reported.

Manufacturer narrative:
Evaluation conclusions: other, a follow-up report will be submitted when the device evaluation has been completed.